Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -12.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault with rotation. A replacement lens of longer length was later implanted.

Manufacturer narrative:
Pt info:unk. This product is not marketed in the us. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5- per updated information the lens exchange resolved the problem. Claim# (B)(4).

Manufacturer narrative:
B5- per updated information problem did not resolve after exchange. H3- device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).